Event description:
Use of ob ultra tampons have on two occasions 'broken off' leaving layer of tampon lodged inside, subsequent degrading of tampon and possible infection over the period of a monthly cycle. Removed by physician on first occasion. Any other reports of this kind?